Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patients ipg was explanted for an unknown reason on an unknown date. No further information is available.